Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer complained of high blood glucose levels. The reported blood glucose reading was 320 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime test. However, the insulin pump failed the high pressure test. The high pressure test was performed a second time with a new infusion set and reservoir, but the insulin pump failed again. Nothing further was reported.